Event description:
The dealer states that the unit was opened out of the box and has a broken rim on it. The dealer states that the box was fine, and shrink wrapped on a pallet.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Product was returned for evaluation. The underlying cause documented on the returns expanded evaluation report is identified as: utilizing existing complaint information, actual observations of the returned product in its "as received" condition, the complaint was confirmed for the broken rim. The dealer states that the unit was opened out of the box and has a broken rim on it. The dealer states that the box was fine, and shrink wrapped on a pallet.

Manufacturer narrative:
Product was returned for evaluation. The underlying cause documented on the returns expanded evaluation report is identified as: utilizing existing complaint information, actual observations of the returned product in its "as received" condition, the complaint was confirmed for the broken rim.